Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 02/16/2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular. Imdrf device code a0203 captures the reportable event gel does not last too long.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was implanted during a spaceoar vue placement procedure on unknown date. The procedure was performed under local anesthesia. It was also noted that the during the procedure no problem were noted, the hydrogel position looked good under ultrasound. The hydrogel seemed to be placed in the right position, after the procedure the patient began to ride his motorcycle and developed significant rectal symptoms. The sim scan showed the hydrogel was no longer present, no rectal wall infiltration was suspected, however was a gas bubble outside the rectal wall suggestive of a fistula tract through the hydrogel likely traveled. A small amount of rectal wall infiltration was suspected. The physician will wait 6 months for healing, and they will scope him before starting the radiation treatment. The patient current condition was unknown.